Event description:
It was reported that the ilet charger cord was intermittently shorting and required the user to hold the charger at a specific angle to achieve charging, consistent with a faulty power supply cable for the charging accessory. Symptoms included no physiological effects or clinical symptoms. Outcomes included the arrangement of a replacement charger shipment and no alarms. Investigation included customer interview and troubleshooting by support to verify the charging issue. Investigation of this case revealed a charging accessory malfunction consistent with a damaged or intermittent cable connection. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charger cable due to wear or damage.